Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the healthcare provider wanted to implant the stimulator on the patients right side because of potential future pacemaker possibility and was discussed several times between him and the patient. They both agreed to this before the surgery. The actions/interventions taken was the patient was rescheduled for a reprogramming. The rep believe it was either yesterday or it is today. Once at the appt they are going to talk about options to move him from dtm to tonic stim. They are hoping the issues will be resolved after reprogramming. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt called inquiring about the different groups/programs that have been programmed to them. Pt stated he spoke with neuromodulation medical review and was frustrated because they don't feel as though they're receiving proper guidance on how to use their therapy. Pt also mentioned that their ins was supposed to be implanted on their right side and it was implanted on their left side, which is causing them worse pain.  An email was sent to the field. The rep replied stated that the patient has been reprogrammed twice and they've tried a lot of things for him. He is still not responding well to stim and got upset at us recently because his pain isn't gone. The rep tried to get him back into another reprogramming but he wanted to wait so they would touch base with him again.